Event description:
It was reported that an alert/notification setting occurred of note it was documented that around 10pm, the patient was sleeping and her cgm (continuous glucose monitor) values were in the 70-130 mg/dl range. On 08/12/2024, around 12:15am, the patient¿s cgm value dropped to 40 mg/dl for 10 minutes and then it increased to 150 mg/dl. The patient stated no alarms were provided when the value dropped to 40 mg/dl. The patient did not treat herself at this time, as the cgm value went back to 150 mg/dl. Around 3:15-5:30am, the patient¿s cgm was reading 40 mg/dl but she did not hear any alerts. The patient was unable to see or move, had clenched hands, swollen tongue/lips, and ultimately had a seizure. Around 6:30am, the patient¿s friend tried calling her several times. Eventually the patient managed to answer the phone, and the friend witnessed the patient have a seizure. The patient¿s friend called ems (emergency medical service). The patient can no longer recall what medication or treatment she was provided. The patient recovered at home and was not brought to the ER (emergency room). The patient¿s friend stayed with the patient and monitored her for the remainder of the day. The patient was okay at the time of the report. Performance data was reviewed. The allegation was undetermined via data. However, it was found that an app crash occurred within the investigation window. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.